Event description:
This rv lead was explanted and replaced due to high impedances which were caused by twiddlers syndrome. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 52cm proximal to the lead tip. The proximal fragment was received for analysis. The distal fragment including the is-1 connector pin was not returned. The performance of the returned lead fragment was scrutinized, including a visual inspection. The inspection revealed that the insulation was found ruptured from the ring electrode and the fixation helix was stretched. These damages most likely occurred due to the reported twiddler syndrome. The twiddling of the lead presumably led to the observed high impedances. Further damages such as a deformed conductor coil 51cm proximal to the lead tip, most likely occurred during the extraction procedure due to applied mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.